Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse performed a system quick check. The cse also performed service method mix and align tests on the affected probe to server, probes r5, r4, s2 and s3. The cause of the discordant falsely high co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely high carbon dioxide (co2) results were obtained on a dimension vista 1500 system. The initial results were reported to the physician(s) who questioned the results. The same samples were repeated on an alternate vista 1500 system. The repeat results were reported to the physician(s) and are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high co2 results.

Manufacturer narrative:
The initial MDR was filed on 9/6/2017. Additional information: a siemens healthcare diagnostics headquarter support center (hsc) employee reviewed the available reagent blank and absorbance data related to the discordant carbon dioxide (co2) results for sample ID (B)(6). The cause of the discordant falsely high co2 results is unknown however since the reagent blank is consistent with other samples, hsc suspects the sample probe, sample drain, and/or sample probe alignments to be contributing factors. Co2 processing does not involve the reagent 3 (r3) probe ruling out the r3 probe as a contributing factor. No additional falsely elevated results have been reported by the customer since the service visit.